Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when the patient was lying down on the ground on the left side the stimulation increased to an uncomfortable level. The patient programmer read 7.3v. The caller stated that this usually happened when the patient was upright. It had occurred very infrequently over the past year. It occurred intermittently. The caller decreased the mobility sensitivity thinking that it might be sensing movement too early. The patient would continue to monitor to see if this troubleshooting step resolved the issue. Clarification was received from the manufacturer representative on 2017-02-03 that the manufacturer representative was not sure who initially reported the event to them (patient, hcp, etc). It was reported that the patient was instructed to report to the manufacturer representative if the uncomfortable stimulation issues happened again.

Event description:
Additional information was received from the patient reporting that their issue with their stimulation increasing to an uncomfortable level when they were lying down or in the upright position was not completely resolved, and it was reported that they would have the rep adjust it further in the future. However, it was also reported that at this time it was not so uncomfortable as to require immediate attention. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.